Event description:
Customer reported in 6/2005 to lumenis regulatory that sometime in the previous 7-10 days she performed side-by-side comparison of her own lightsheer unit and her loaner unit prior to returning customer unit for service in the depot. Customer treated a darker pt, type IV-v skin pt with both units at 36j, 400 ms. There was no visible skin effect at time of treatment, however, one hour later the pt had burns and blisters ranging from superficial to second degree on the treated areas (left and right lower arms). Physician cannot rule out potential for scarring at this time. An alternate loaner was sent to customer in exchange for device which will be sent to the service depot for eval. As of 6/2005, customer had not returned for eval by the service depot. Eval is pending receipt of the loaner unit, at the service depot.